Event description:
User experienced leak from the analyzer. No one was harmed and no pt samples were involved as analyzer was not in use at time of the leak. The field service rep determined the customer had run the system with the water turned off at the water tank. This damaged the head of the water pump. He replaced the water pump head and visually confirmed operation of the analyzer with no leaks.